Event description:
It was reported that following a monarc sling implantation, the patient was doing heavy lifting for many years and she started leaking again three years ago. A sparc sling was implanted to treat the incontinence. The reported patient outcome indicated the "patient did well with the sparc." The monarc remains implanted. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Implanted 2004.